Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported the loss of stimulation. During troubleshooting, the reported coverage did not match the initial lead placement. An epidural injection was administered using fluoroscopy, which verified that the leads had migrated. However the patient is receiving adequate coverage with their current program.